Manufacturer narrative:
The product was not returned for analysis. The complaint history and product history records could not be reviewed because the market research information did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint. This file was opened from a comment on a market research form ¿we had a few patients with glistenings.¿ not enough information was provided for further investigation. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that after an intraocular lens (iol) was implanted, noticed a few patients with glistenings no follow-up is possible since this is a comprehensive study.